Event description:
The physician was attempting to implant a 2.25 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion that exhibited 'major irregularities and calcifications'. The target lesion/vessel was pre-dilated and 40% stenosis remained. Resistance was noted on advancement and removal of the resolute device. On removal of the device, it was noted that the stent was 'fractured' on the distal portion of the stent. Difficulties were also noted with a non-medtronic stent. The target lesion was treated with another stent. No pt injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Eval: results: (pt vessel morphology), (stent deformation and failure to deliver device). Eval: conclusion: lack of effectiveness related to pt condition (pt vessel morphology).